Event description:
It was reported to resmed that an astral device displayed an error message and was inoperable. There was no patient injury reported as a result of this incident. Reference MFR # 3004604967-2015-00134.